Event description:
The customer stated that one patient sample ((B)(6)) generated a falsely elevated result of 85.3 (unit of measure was not provided) for the architect ca19-9xr using reagent lot 10122m500. The patient was not redrawn for retesting using the non-recall lot. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.